Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: all of the keypad buttons were intermittently unresponsive. Contamination was found on all of the button contacts. Unrelated to the keypad. There was a crack in the pump casing near the display. The battery compartment was found to be cracked. The display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.